Event description:
During baxter's review of the event history of another report for a colleague infusion pump, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted batteries. The batteries have been replaced. Additional: the user interface module master software version is 5.06.00, categorized as unremediated. A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.